Manufacturer narrative:
(B)(4). This complaint for a system error 2240 alarm was not confirmed. A root cause of the complaint was not determined. Baxter has received similar reports for the reported problem. Additional investigation is being conducted through CAPA number (B)(4) and (B)(4).

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during initial drain. The nurse had already disconnected the home patient (hp) to perform manual exchanges, and requested a swap of the hc machine. The technical service representative (tsr) explained the alarm to the hp and arranged a swap the hc machine. Proper procedures per the user manual were reviewed with the nurse. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.